Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors was observed during device change out. Patient was asymptomatic. All electrical parameters were in range. Patient will be monitored via routine follow up.